Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units bp waveform no display. The unit was swapped out immediately, there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Fse connected trainer and was able to obtain the ECG/bp waveforms with readings. Then, the fse performed a test run with the trainer, and was still able to see the ECG/bp waveforms. Therefore, the fse was unable to reproduce the reported issue. The unit passed all manifold tests and was then returned to the customer and cleared for clinical use.